Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified one other similar incident from this lot. The reported patient effects of dissection are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with percutaneous coronary intervention treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the mildly calcified, moderately tortuous left anterior descending lesion was pre dilated with a 2.75x12mm balloon. The 3.5x23mm xience sierra stent was deployed at 12 atmospheres (atm). The stent was post dilated with a 3.5x12mm nc balloon at 18 atm. However, after post dilation, a distal edge dissection occurred. A 2.75x12mm xience sierra stent was implanted to treat the dissection. There were no adverse patient sequalae. No additional information was provided.